Event description:
The patient contacted animas on (B)(6) 2012, stating that a cartridge with 200 units was loaded into the pump but the pump showed 168 units remained. After priming 15 units the patient stated that the pump home screen showed 153 units. Customer support advised the patient to remove the cartridge to check the insulin in the cartridge and found that the cartridge had approximately 160 units. The patient reported feeling that this issue may have been related to high blood glucose levels experienced recently. The patient stated that this morning, blood glucose levels were normal but elevated to 28 mmol/l and felt sick to her stomach. The patient reported that on (B)(6) 2012, was hospitalized with high blood glucose of 20-25 mmol/l with ketones and (B)(6) 2012, was hospitalized with elevated blood glucose and high ketones related to a stomach virus. The patient reported remaining on the insulin pump during both hospital visits. The pump is being replaced for further investigation. This report is made based on the allegation that the patient experienced hyperglycemia possibly related to a pump malfunction.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: there was no activity outside normal patient use was observed in the black box or download history. A review of the black box verifies 153 units remaining following a cartridge change on (B)(6) 2012 at 3:11pm; the prime volume was 15 units. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The remaining units were correctly calculated during testing. The pump was primed until 20 units remained, at which point the pump emitted a "low cartridge" warning. The cartridge was then removed and investigators visually confirmed that 20 units remained in the cartridge. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The alleged malfunction is not considered likely to cause an adverse event as there is no evidence that the issue would cause an change in the patient's insulin delivery and because the pump was indicating less insulin than was in the cartridge the pump would still alarm to alert the user prior to the cartridge running out of insulin. No conclusions can be made at this time.